Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient collapsed and lost consciousness. The patient's parent stated that prior to collapsing, the cgm was 44 mg/dl with double arrows down and the patient's bg was 70 mg/dl. The patient did not have any symptoms prior to becoming unconscious. The patient's parent administered the patient 10ml of glucacon. Paramedics were called and when they arrived, the cgm was still showing 44 mg/dl and the patient's bg was 80 mg/dl. The paramedics administered "half a bag" of glugacon and IV. After treatment, the patient regained consciousness. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.